Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. Patient also had another device explanted, model 4600. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model # 4600, was explanted. Refer to MFR. Report # 2015691-2009-09892.

Manufacturer narrative:
Device not returned.